Manufacturer narrative:
Section d6a: date of implant is not applicable for heartmate 3 system controller. Manufacturer's investigation conclusion: the reported event of a replace backup battery alarm was confirmed by review of the submitted and downloaded log files; however, the reported event of the green pump running led being off could not be confirmed. The log files collectively contained approximately 7 days of information ((B)(6) 2023 per timestamp). A backup battery fault alarm was observed at 23:27:21 on (B)(6) 2023 due to the backup battery not passing the load test. At the time of this alarm, the unloaded battery voltage was measured to be below the designed threshold. The operation of the pump was unaffected by the alarm, as the pump maintained a speed above the low-speed limit while the driveline was connected. Later that day at 23:38:01, the driveline was disconnected, which is consistent with the controller being exchanged. There were no indications of the pump stopping prior to the disconnection of the driveline. The returned heartmate 3 system controller (serial number: (B)(6)) was functionally tested and found to perform as intended. Throughout testing, the backup battery passed multiple load tests and backup battery fault alarms were not able to be reproduced. While the controller was connected to a mock circulatory loop, the green pump running led illuminated as intended and remained bright. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. The root cause of the green pump running led being off could not be determined, as the led functioned properly throughout testing. The device history records were reviewed. The records revealed that there was a rework performed for the heartmate 3 system controller (serial number: (B)(6)). The lcd windows of the batch may not have met one of the dimension specifications needed, and the supplier was notified of the issue via corrective action. A rework was performed, and the controller then went on to meet all manufacturing and qa specifications before being released to inventory. It was noted that the returned battery ((B)(6)) was the original battery included with the controller. The heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. This section also describes the green pump running symbol. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was awoken to an alarm, the display screen reading "call hospital contact", and the yellow wrench illuminated. They stated that the pump running symbol was black, so the patient exchanged the system controller at home. The event log captured backup battery (ebb) faults that continued until the system controller was exchanged. The backup battery failed the load test causing ebb faults. It was unable to be confirmed by the log file that the pump running symbol was black. It was reported that the pump was running as intended. Additional information was provided that the alarms resolved after the controller exchange.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g3: date received by manufacturer was inadvertently left blank in the previous report. The correct date received by manufacturer for the previous report was may 13, 2024. No further information was provided. The manufacturer is closing the file on this event.